Manufacturer narrative:
Sc-1132 sn: (B)(4), device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was supposed to have an ipg replacement for an unknown reason. Upon beginning the surgery, the patient was determined to have an infection at the pocket site. Symptoms of redness and itch were noted. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patient was supposed to have an ipg replacement for an unknown reason. Upon beginning the surgery, the patient was determined to have an infection at the pocket site. Symptoms of redness and itch were noted. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the supposed ipg replacement was for patient to have an ipg upgrade.

Event description:
A report was received that the patient was supposed to have an ipg replacement for an unknown reason. Upon beginning the surgery, the patient was determined to have an infection at the pocket site. Symptoms of redness and itch were noted. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and was explanted. The patient was doing well postoperatively.